Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed and not detected on bus. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed constantly. A field service engineer assisted to simple reboot of device and recovered after rebooting to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.